Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. Cause was not known. Reportedly the customer lost consciousness and had a seizure and their body was sore due to bg level. Customers son contacted emergency medical technicians (emts). Emts provided intravenous d10 and oral glucose to address bg. Emts checked customers bg level and it had increased to 160 mg/dl. Customers bg level then dropped again to 40 mg/dl and customers son delivered a glucagon shot to address bg and blood glucose increased to 300 mg/dl. Recommendation was made to consult with a healthcare provider regarding diabetes management.